Event description:
Same case as MFR report #: 2134265-2010-02905, 2134265-2010-02827 it was reported that during a percutaneous coronary rotational atherectomy interventional procedure, a wire fracture occurred. The 100% stenosed, chronically occluded lesion was located in the proximal to distal right coronary artery (rca). An unspecified balloon catheter and non-bsc micro catheter did not cross the lesion. The floppy rotawire guide wire crossed the lesion. The physician advanced the 1.5mm rotalink plus burr and performed ablation, however the burr could not cross the lesion so the physician exchanged the burr for a second 1.5mm rotalink plus burr. During advancement of the burr in dynaglide, the physician encountered difficulties advancing the burr. The unspecified guide catheter moved from position and the burr moved proximally into the aorta. The physician was unable to advance the burr further, and therefore removed the entire system as one unit. Upon removal, the physician noted that the floppy rotawire guide wire had fractured, and approximately 14cm of the wire remained in the patient. The physician attempted to retrieve the wire unsuccessfully, and closed the procedure. Two days post procedure the patient was taken to surgery and during surgery the wire fragment was removed. No further complications were reported, and patient status was reported as stable.

Manufacturer narrative:
Device evaluated by MFR: the plus unit returned for this complaint was returned connected together. A tug test was performed to examine the integrity of the connection. A connect/disconnect test was carried out and no issues were noted with the unit's handshake connections. An attempt was made to wire guide the returned plus unit. Resistance was met in the annulus of the burr. The burr was microscopically examined, and the burr was slightly flared and misshapen. There were no scratches that exposed brass on the plated back half of the burr. A scratch test was performed and confirmed the returned burr's cutting action was acceptable and it confirmed that the burr's cutting action was acceptable. It was noted that the distal sheath of the device was bent 128cm - 130cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).